Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient previously experienced extra-cardiac stimulation and presented to clinic for follow up. Upon device interrogation, the right ventircular lead exhibited extra-cardiac stimulation. No electrical anomalies were noted. The patient presented for lead revision procedure on (B)(6) 2018 and the lead was explanted and replaced. The patient was discharged post procedure.

Manufacturer narrative:
A complete lead was returned for analysis in 3 segments the damage found was sustained during procedure. The portions of the lead that were returned were otherwise normal.